Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and vaginal wall biopsy due to stage I cystocele rectocele and pop. It was reported that patient underwent laparoscopic hiatal herniorrhaphy with mesh & laparoscopic nissen fundoplication on (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure in order to treat mixed incontinence and a rectocele and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with vaginal vault suspension and posterior colporrhaphy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.